Event description:
It was reported to philips that the device is displaying a red cross in the rfu indicator. There was no patient involvement.

Event description:
It was reported to philips that the device is displaying a red cross in the rfu indicator. The bench engineer evaluated the device and was not able to find any faults. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.